Manufacturer narrative:
The reported failure was error message: "eeprom". A getinge field service technician (fst) was onsite and investigated the unit in question. The fst investigated the unit and could confirm the reported issue. The left pump of the twin pump module reset itself during a surgery (hours to zero, no mode selected, no tubing set). After setting all again, the fst run the pump for 5 hours without any issue. The technical service suggested to change to control board since this is the root cause of the eeprom error. The replaced control board was requested but was not available for further investigation. The reported failure "eeprom" has already been investigated within a similar complaint. The "eeprom" failure could most probable been caused by: 1. Defective eeprom itself. 2. The write access is disturbed, the system responsible for writing on the eeprom is no longer able to write completely on the store. 3. Problems with the compatibility of the sofware versions and different revisions of the boards. 4. The board has a very old / early (01) revision number of the motor control board rpm, any firmware changes (compatibility, etc.) Or similar. The review of the non-conformities during the period of 2013-08-10 to 2021-04-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Thus the reported failure "error message: eeprom" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl 20 twin pump reset (hours to zero, no mode selected and no tube selected) during patient treatment. The customer switched the tubing to the twin pump on the right side and continued the surgery without any issue. Further information requested but pending. As soon as new information becomes available, a follow up decision tree will be submitted.

Event description:
It was reported that the hl 20 twin pump reset (hours to zero, no mode selected and no tube selected) during patient treatment. The customer switched the tubing to the twin pump on the right side and continued the surgery without any issue. Reference number: (B)(4).

Event description:
Reference number: (B)(4).

Manufacturer narrative:
As soon as new information becomes available, a follow up decision tree will be submitted.